Manufacturer narrative:
The actual date of event is unknown. The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient received pca (patient-controlled analgesia) dose "outside the guardrails limit" and the event allegedly resulted to death. Per report, the pca infusion set up was not connected to an end-tidal co2 (etco2) monitor at the time of the event therefore the patient's etco2 level was not monitored. This was reported to a bd field specialist while they were on the customer's facility working on a project. Per report, the facility has since changed their policy requiring use of etco2 monitor whenever pca module is in use. Multiple requests have been made requesting for additional information and product return. No response has been provided to date.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the patient received pca (patient-controlled analgesia) dose "outside the guardrails limit" and the event allegedly resulted to death. Per report, the pca infusion set up was not connected to an end-tidal co2 (etco2) monitor at the time of the event therefore the patient's etco2 level was not monitored. This was reported to a bd field specialist while they were on the customer's facility working on a project. Per report, the facility has since changed their policy requiring use of etco2 monitor whenever pca module is in use. Per customer (biomedical manger), "I have been told that this has been resolved, and no further investigation is needed." Multiple communications have been made requesting for additional information and product return. No response has been provided to date.